Event description:
On an unk date, the pt started aquafresh xtensive toothbrush. On 4/15/06, the pt reported that some of the bristles came out of the toothbrush and went down her throat. Subsequently, the pt experienced choking, trouble breathing and cough which led to an asthmatic attack. The events lasted for approx ten minutes. After coughing, the pt felt that the bristles came out of her throat and the events improved. The pt was treated with salbutamol sulphate (albuterol) and reported that she drank a lot of water for the rest of the day. For an unspecified period of time, the pt continued to experience the sensation of bristles stuck in her throat. This case was assessed as medically serious. Treatment with aquafresh toothbrush was discontinued. At the time of reporting, the events were resolved.